Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on multiple contacts. Surgical intervention was later undertaken and the lead was explanted and replaced with a surgical lead. Postoperatively, the patient is reportedly receiving effective therapy.